Event description:
The facility reported a flogard infusion pump that "has the alarm 38". There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on-site at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of an f-38 alarm was not confirmed. If any additional relevant information is received, a follow up MDR will be sent. A device history review was performed with no exceptions found that would cause or contribute to the reported condition. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump.